Manufacturer narrative:
Per the information reported, the cause of the issue has been narrowed down to a faulty distribution board (#96-410-704) and a defective stirrer motor (#96-410-719). The above-mentioned components need replacement to cure the fault. A device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar events have been reported. No short-term or long-term trends - conducted in accordance with livanova procedue - have been detected for the reported type of failure. Based on the collected information, the cause of the issue has been traced back to faulty components. No other specific action was currently deemed necessary. Livanova maintains and documents the periodic customer events monitoring process to evaluate actions for the improvement of the products.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) turkey. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In addition, an error message related to stirring mechanism that does not start was present on patient side. Inspection of the device showed that distribution board and stirrer motor were not working properly and need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was not working. There was no patient injury.